Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a pocket revision and was exposed to electrocautery. After the exposure, the device exhibited a diagnostics anomaly. The patient was in stable condition. No additional information was available at this time.

Event description:
New information reported on 08/23/16 stated that diagnostics issue continued. A device software download was performed, which resumed normal device function.